Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. It was reported that the physician advanced the wire guide to the desired position and detected that the coating of wire guide "peeled off seriously." The physician retracted the wire guide from the patient. A photo of the device was provided which shows the coating peeled back from patient end. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter; occupation: unknown investigation evaluation: the product said to be involved was returned in an open box/pouch from the lot number provided in the report. The label matches the product returned. Pictures were also provided and reviewed. The lot number provided in the photo matches this report. The label in the photo matches the product reported. The other photo shows damage to the coating near the distal end. Our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. Approximately 20.5cm to 28.4cm from the distal end is a section of bare core wire. The wire coating is frayed at two locations. Two sections of the coating approximately 6.6cm long are frayed and hanging from the wire guide, and the coating is still attached at approximately 20.5cm from the distal end. Another two sections of coating approximately 1.3cm long are frayed and hanging from the wire guide, and the coating is still attached at approximately 28.4cm from the distal end. A lab meeting was held with production personnel from wire guides on 10/29/21. Production management confirmed device was nonconforming due to coating damage caused during the scoring process in manufacturing. The device history record for the lot number said to be involved was reviewed. The device history record contains nonconformances that could potentially be related to coating damage. Investigation conclusion: the coating at the distal end was damaged which was due to the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Prior to distribution, all cook acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.